Event description:
As reported, the dr. States that an 8x60 powerflex p3 balloon ruptured while inflating using a syringe (not an inflation device) while in an calcified av fistula procedure. There was no reported injury to the patient. A 6f 5.5cm brite tip sheath was used. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, the dr. States that an 8x60 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter ruptured while inflating using a syringe (not an inflation device) while in a calcified av fistula procedure. There was no reported injury to the patient. A 6f 5.5cm brite tip sheath was used. The product was not returned for analysis as it was discarded. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling of the device during preparation, vessel characteristics, and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the dr. States that an 8x60 powerflex p3 balloon ruptured while inflating using a syringe (not an inflation device) while in an calcified av fistula procedure. There was no reported injury to the patient. A 6f 5.5cm brite tip sheath was used. The device will not be returned for evaluation as it was discarded.